Manufacturer narrative:
Approximate age of device - 3 years & 2 months. The patient remains ongoing with the lvad. However, a portion of the percutaneous lead was received for investigation. The evaluation is complete. Manufacturer's investigation conclusion: the reported event of pump stops was confirmed through the review of the log file submitted by the account. Based on past experience with the hmii lvas and similar reported events, the hazard alarms and pump stoppages that occurred while the patient was supported by the power module could be indicative of driveline damage. However, no damage was identified through the examination of the distal end of the patient's driveline. The submitted log file contained data from (B)(6) 2019 00:46:40 through (B)(6) 2019 16:08:45. Pump stops with the associated hazard alarms were captured on (B)(6) 2019 at 23:31:01 and 23:31:39 while the patient was connected to the power module. It was noted that the pump struggled to maintain the fixed speed between the two pump stops, triggering low speed/flow hazard alarms. The hazard alarms and pump stoppages appeared to resolve when the patient switched to battery power following timestamp 23:31:50 on (B)(6) 2019. Approximately 18.5¿ of the driveline (s/n (B)(4)) was returned for evaluation. The proximal 2.5¿ was returned with the silicone jacket, bionate layer, and metal braided shield removed. The driveline was wrapped in white tape from approximately 10.5¿ to 15¿ from the metal connector. The metal connector pins and bend relief were unremarkable. An electrical continuity test of the returned potion of the driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing. Upon removal of the white tape, it was noted that the silicone jacket was missing underneath. The clear bionate layer showed no evidence of damage. Areas of minor breakdown of the metal braided shield were observed along the length of the driveline, which appeared consistent with the duration of use. Visual inspection of the underlying wires found them to be unremarkable. Microscopic inspection of the wires revealed no areas of damage along the length of the driveline. The driveline was then submerged in a saline solution for hi-pot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was presented with multiple low flow, pump off, low speed advisory alarms while on mobile power unit on (B)(6) 2019. Patient has not had any more alarms since connecting to battery power. Patient admitted to the hospital for possible short to shield. The log file captured pump stops on (B)(6) 2019. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad is connected to the power module. In order to prevent further interruption in support it may be beneficial to keep the vad connected to battery power until further investigation is completed. Patient was asymptomatic and received a driveline repair from an abbott technician. No further information provided.